Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states that patient alleged that he heard a crack and noticed where the hole was the frame cracked.